Manufacturer narrative:
The patient complained of infection. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient included infection of the silicone block requiring removal. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, implant infection is listed as an anticipated adverse event. The instructions for use (IFU) also identifies infection as an adverse reaction or complication that can occur from skin contamination. After further communication with the physician's office who performed the implantation, it was determined that the infection, then subsequent removal of the implant was due to the patient not following post-op instructions. They also confirmed that the infection was superficial and was not drug resistant.

Event description:
Patient complained of infection, and the implant was removed.